Event description:
It was reported that the lens was explanted due to a pt issue. It was clarified that the lens was not faulty and the explant was not attributed to the quality of the lens. The product was discarded at the facility, and therefore, will not be returned for eval. It was stated that the lens was removed due to an error in the pt's refraction (eye calculation). This pt had previous lasik surgery, which makes it very difficult to calculate. The new implanted lens serial number is (B)(4).

Manufacturer narrative:
The lens was discarded at the facility, and therefore, is not available for eval. As stated in the initial report, it was stated that the lens was not faulty. The lens was removed due to an error in the pt's refraction (eye calculation). All pertinent info available to abbott medical optics has been submitted. Should new info be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.